Event description:
Boston scientific crm received information that the patient presented to the emergency room with complaints of syncope. It was noted that the patient has a history of ventricular tachycardia episodes, however no recent episodes were stored in the arrhythmia logbook. At this time the cause of the syncope remains unknown. The boston scientific sales representative was unable to obtain any additional information. The investigation is complete at this time.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.